Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that an ophthalmic system and a handpiece was used during a cataract surgery. The surgeon proceeded with the sculpting noting that it was a dense nucleus. The surgeon then asked the settings to be swapped to the dense nucleus settings and proceeded with the first sculpting stroke. The system occlusion tone was heard. The corneal burn occurred very quickly, there was some whitish haze coming from the tip. The corneal burn also resulted in iris prolapse, shallowing of the anterior chamber and significant wound leakage and the cornea became frail. The cataract surgery was performed without further complications, to seal the wound corneal glue was applied, and a bandage intraocular lens (iol) were applied. This report pertains to ophthalmic handpiece involved in these reported events.